Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks to the patient due to supraventricular tachycardia (svt). Technical services (ts) recommended potential programming changes to reduce inappropriate shocks. This ICD remains in service. No additional adverse patient effects were reported.